Event description:
The core universal driver was sent for eval because it was running on its own without activation. No further info was provided by the user facility.

Manufacturer narrative:
Corrosion of the sockets was identified as the probable causel of the device running on its own without activation.